Event description:
During a study in (B)(6) "mid-term results of internal fixation of proximal humerus fractures with philos plate", p.papadopoulos et al., injury int. J. Care injured 40 (2009) 1292-1296), 29 pts were implanted with the lcp proximal humerus plate and a minimum of 5 locking screws, maximum of 9 locking screws for 3-or-4-part displaced proximal humeral fractures. One pt experienced a greater than 10 degrees varus displacement at 6 weeks post operation following a 'medical hinge' collapse and screw 'cut-through'. The pt was treated with passive mobilization for 6 weeks, at which time the fracture had signs of healing without further displacement. This is 4 of 4 reports related to this journal article.

Manufacturer narrative:
No part number of lot number provided. Device manufacture date cannot be determined without a part or lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records cannot be reviewed without a lot number. "Mid-term results of internal fixation of proximal humeral fractures with philos plate" p.papadopoulos et al. Injury int. J. Care injured 40 (2009) 1292-1296.